Event description:
An abutment screw has fractured inside an implant. The surgeon had to perform an add'l surgical procedure to remove the abutment screw from the implant. The implant is still in the pt's mouth. Pt injury has not been reported.